Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic sphincterotomy (est) with stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, an endoscopic sphincterotomy was performed and then stones were removed from the common bile duct with the use of the stonetome¿s balloon. The procedure was completed using this device and no device malfunctions occurred during the procedure. Post-procedure, an x-ray was performed which revealed contrast media had leaked into the retroperitoneum, and a perforation was diagnosed. The physician believes this perforation was most likely caused by the endoscopic sphincterotomy. An endoscopic biliary drainage was performed to treat the perforation. The patient was hospitalized, and for two days there were ¿no significant changes to the patient¿s condition¿. However, on (B)(6) 2014 the patient went into shock and was transferred to another facility. No surgeries or treatments were performed on the patient, and the patient died on (B)(6) 2014. Autopsy results are unavailable and the cause of death could not be determined; however, as per physician¿s assessment, the cause of the death is unknown, the perforation could have contributed to the patient¿s death. ,

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown; however it was reported that the device was not used past the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A ship history was performed on the last three lots shipped to this customer prior to the procedure. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and no anomalies were found. The directions for use (dfu) list perforation as a possible complication, therefore, the most probable root cause classification is anticipated procedural complication